Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. (B)(6). Component code: device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was being done when the fixation tap broke off (removal from package / during passage through tissue?=>no further information is available. Please provide the lot number for the involved device. No further information is available. Please provide the procedure name. No further information is available.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2021 and barbed suture was used. During the procedure, the fixation tab was broken before use.there were no adverse consequences to the patient. Additional information was requested.